Manufacturer narrative:
The customer did not request service for the system.the system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a combined vitrectomy surgery in the transition from phacoemulsification phase to vitrectomy, an ophthalmic operating console presented with a reduction in the vacuum/suction capacity despite the increase in the vacuum. No system message was displayed. The surgery was completed with discomfort. There was no harm to the patient.